Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced brief signal loss between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, while readings continued to display on the dexcom app; the ilet displayed a g7 signal lost/sensor reconnecting alert, and values returned during the call without intervention. No adverse clinical symptoms reported. Outcomes included transient interruption of cgm data to the ilet without medical treatment. User support included case review and verification of the alert within the ilet system. Investigation of this case revealed a temporary communication disruption between the cgm transmitter and the ilet that self-resolved, consistent with intermittent connectivity behavior; no device damage or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was a transient cgm-to-pump communication issue.